Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. Customer¿s blood glucose (bg) level was 526-527mg/dl with ketone levels of 50 mg/dl. Reportedly, customer called healthcare provider for advisement on correction bolus amount. Customer delivered a correction bolus via pump customer was advised to change cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event.